Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer was not present at the time of the phone call to perform troubleshooting. It was advised that the customer call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.